Event description:
It was reported that during reprocessing of the prograsp forceps instrument it was noted that the instrument's insulation was completely removed from the tip.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the entire main tube covered in a .006 thick vinyl insulation, similar to the 5mm main tube. There is a .575 long section below the proximal clevis where the black insulation has been removed, exposing the regular epoxy coated fiberglass main tube. The 8mm main tubes are not supposed to have any vinyl insulation and it is unclear why this tube has it.the exposed section of the regular main tube has 3 scratches approxiamtely .105 long with light material removal. Engineering concluded that the damage is like due to mishandling/misuse. Engineering also concluded that the vinyl insulation found during failure anaysis, suggests that the instrument was re-worked by an unknown source. The instruments and accessories user manual specifically states: general precautions and warnings, handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.